Event description:
Customer reported being hospitalized for high blood glucose. The customer also reported having diabetes ketoacidosis. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 675 mg/dl. The customer reported that he had attempted to bolus for a blood glucose of 491 mg/dl when he received a no delivery alarm. The customer stated he felt nauseous and fatigued shortly after receiving the no delivery alarm. The customer stated he was being treated with an insulin drip at the hosp. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).